Event description:
During service by baxter, failure code 814:01 was found. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the condition was confirmed. Inspection of the pump revealed defective pump head module caused failure code 814:01. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The failure code 814:01 is being addressed under CAPA.